Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: - rupture: unable observe rupture on implant. - manufacturer unknown : unable to observe as it is a medical event that is not related to the device. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.